Event description:
This report summarizes one malfunction event. A review of the event indicated that an unknown port experienced a detachment of the device or device component. This report was received from a single source. Of the one event, one patient was involved with no reported patient injury. The patient is 57 years of age, the gender is female, and the weight is 250 kgs.

Manufacturer narrative:
The lot number for the malfunction was not provided. The device has not been returned for evaluation; therefore, the investigation is inconclusive for detachment of device or device component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
For the one reported event, the device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that an unknown port experienced a detachment of the device or device component. This report was received from a single source. Of the one event, one patient was involved with no reported patient injury. The patient is (B)(6) years of age, the gender is female, and the weight is (B)(6) kgs.